Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Unknown femoral component unknown inlay reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation

Event description:
It was reported that the patient was revised due to tibial loosening approximately 9 years post surgery. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
(B)(4). Insufficient information.

Event description:
It was reported that the patient was revised due to tibial loosening approximately 12 years post surgery. Attempt for further information has been made, but no further information has been provided.